Manufacturer narrative:
Our quality engineer inspected the 6 samples submitted for evaluation. The reported issue of discolored was confirmed upon inspection of the samples. Analysis of the samples under magnification showed that there were no irregularities with the samples. There was a slight brownish tint near the holes of the catheter at the tip. This slight change in color is normal and is a result of the laser hole cutting process. The amount of browning observed is considered to be within manufacturing specifications and is not a defect. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. Additional batch numbers: 3270886, 3298351, 3270891, 3270878, 3214181, 3236215. Additional batches captured in below prs: 10258288, 10258461.

Event description:
Customer response on april 23, 2024. Lot numbers as follows: 3076931, 3236215, 3306528, 3270882, 3077239, 3214181, 3270878, 3298351, 3270891, 3270886.

Event description:
It was reported that bd nexiva diffusics 18g x 1.25 in had foreign matter it was reported by customer that they visualized brown substance on nexiva diffusics bevel and brownish catheter coloration near laser cut holes. Verbatim: customer analyzed bevel/catheter tips under microscope of autoguard, nexiva sp w/ maxzero, and nexiva diffusics. Concern developed when they visualized brown substance on nexiva diffusics bevel and brownish catheter coloration near laser cut holes

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.